Event description:
Customer reported to beckman coulter, inc. (Bec) that the baths of the coulter lh 750 slide stainer were not filling or draining. Customer reported that when they attempted to fill and drain the baths, the baths vibrated and a burning smell was sensed. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the filter and the fittings and re-arranged the tubing. The fse also flushed the lines. The fse found the y/z distributor card was damaged. The fse replaced the print circuit board and the corresponding cables.

Manufacturer narrative:
(B)(4).